Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the last bag and adp safe lock luer lock connector during pd treatment. The patient reported receiving air detected in cassette alarms during dwell 6 of treatment. It was reported the last bag was not securely connected as the adaptor came off the baxter bag. It is unknown at which point in therapy the leak may have begun. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient¿s contact confirmed the leak occurred from the safe lock adp luer lock connector and baxter extraneal solution bag (non-fresenius product). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the last bag and adp safe lock luer lock connector during pd treatment. The patient reported receiving air detected in cassette alarms during dwell 6 of treatment. It was reported the last bag was not securely connected as the adaptor came off the baxter bag. It is unknown at which point in therapy the leak may have begun. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient¿s contact confirmed the leak occurred from the safe lock adp luer lock connector and baxter extraneal solution bag (non-fresenius product). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.